Event description:
The customer reported the system rebooted on its own. There were no injuries to patient and the cases continued after system reboots.

Manufacturer narrative:
The ge service rep replaced the gib, ffb and the backplane. He reloaded the configuration files and booted the system 5 times with no errors. The system is functioning as intended.